Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced thoracalgia. Chest x-ray revealed that a myocardial perforation by the right ventricular lead. The lead was explanted and replaced on (B)(6) 2016. The patient was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Please retract MDR-2016-16195. MDR was reported with wrong MFR number 3006705815-2016-00248. The event will be reported with correct MFR number. MDR-2016-22121.